Event description:
In 2003, they were admitted to the hospital for routine surgery. They began to run a fever and was overcome by severe scramping, nausea and diarrhea. After consultation with their ob/gyn, the patient was sent to the hospital for a cat scan. According to the patient, it was determined that they "had developed an abscess and an infection" related to surgery and was "immediately admitted to the hospital for treatment." The "abscess was very substantial in size and the infection was resistant to treatment." According to the patient, they were medicated with "high doses of intravenous antibiotics," and both their "surgeon and the doctor who read the cat scan were certain that the abscess and infection were a result of the intergel coagulating with blood" in their abdomen cavity. The patient notes that, "even after five months of recuperation, patient continue to have side effects. Severe cramping of their bowels, constipation and diarrhea." Additional information provided in 4/2005 noted that in this complaint in litigation, it was reported that in january 2003, patient underwent abdominal surgery and gynecare intergel was spread throughout their abdomen. The complaint alleges that, shortly following the patient's surgery, "they developed extreme pain, swelling and other serious injuries." The complaint also alleges that the patient "has suffered and will continue to suffer bodily injury and resulting pain and suffering, disability, scarring and disfigurement, mental anguish, loss of capacity for enjoyment of life....and an impaired ability to bear children."

Event description:
It was reported by a letter from the pt that on 1/10/2003, she was admitted to the hosp for routine surgery. She began to run a fever and was overcome by severe cramping, nausea and diarrhea. After consultation with her ob/gyn, the pt was sent to the hosp for a cat scan. According to the pt, it was determined that she "had developed an abscess and an infection" related to surgery and was "immediately admitted to the hosp for treatment." The "abscess was very substantial in size and the infection was resistant to treatment." According to the pt, she was medicated with "high doses of intravenous antibiotics," and both her "surgeon and dr who read the cat scan were certain that the abscess and infection were a result of the intergel coagulating with blood" in her abdomen cavity. The pt notes that, "even after five months of recuperation I continue to have side effects including severe cramping of my bowels, constipation and diarrhea." Additional info provided on 4/6/2005 noted that in this complaint in litigation, it was reported that in 1/2003, pt underwent abdominal surgery and gynecare intergel was spread throughout her abdomen. The complaint alleged that, shortly following the pt's surgery, "she developed extreme pain, swelling and other serious injuries." The complaint also alleges that the pt "has suffered and will continue to suffer bodily injury and resulting pain and sufferring, disability, scarring and disfigurement, mental anguish, loss of capacity for enjoyment of life...and an impaired ability to bear children." Update: additional info provided 9/05 noted that according to the pt, the following is alleged to have occurred: severe and sudden bouts of pain/cramping. Infection and hospitalization. Constipation and diarrhea. Pain ("excrutiating/stabbing") with intercourse, pt states she, "cannot sit and work for extended periods of time. Travel difficult. Emotional trauma. . . ."